Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 11mm in length and located at the distal end of the balloon. Inspection of the rest of the device found no other damage or defect to the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in non-severely calcified anterior tibial artery below the knee. Pre-dilation was performed with a 2.0mm sterling balloon. A 2.5mmx80mmx150cm sterling sl balloon and v18 guidewire were selected were selected for use. The balloon ruptured upon first inflation at 10 atmospheres. A 2.5mmx120mmx150cm sterling sl balloon was selected to continue the case. The 2.5mmx120mmx150cm sterling sl balloon catheter became stuck on the v18 guidewire and could not be pushed forward. Both balloon catheter and guide wire were then removed from the patient's body. The procedure was successfully completed with another sterling sl balloon and v18 guidewire. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in non-severely calcified anterior tibial artery below the knee. Pre-dilation was performed with a 2.0mm sterling balloon. A 2.5mmx80mmx150cm sterling sl balloon and v18 guidewire were selected were selected for use. The balloon ruptured upon first inflation at 10 atmospheres. A 2.5mmx120mmx150cm sterling sl balloon was selected to continue the case. The 2.5mmx120mmx150cm sterling sl balloon catheter became stuck on the v18 guidewire and could not be pushed forward. Both balloon catheter and guide wire were then removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.